Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
D6b: the procedure performed on (B)(6)2023 not on (B)(6)2023.

Event description:
Surgical intervention took place on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
A system displaying warning message ¿replace generator soon¿ warning message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.